Manufacturer narrative:
The customer complaint of battery issues was not confirmed or replicated since no product was returned for investigation. The following generalized information is recommended to ensure maximum battery life: if the pcu device has been used on battery power, ensure that the battery is fully charged prior to using the device on battery power again. To fully charge a depleted battery connect the device to a hospital grade ac power source for 16 hours. Leave the power cord connected to a hospital grade ac power source whenever available. The battery is intended as a backup system. When the battery has been out of use for one or more months, it will not have full capacity. Battery capacity may be restored by performing the battery conditioning test (fast or optima conditioning) in maintenance mode. Some temporary reduction in capacity may occur if the battery is partially discharged repeatedly. Battery capacity may be restored by performing the battery conditioning test (fast or optimal conditioning) in maintenance mode. This file was opened to document the issue that was reported. No further investigation of this event is possible at this time. No service history record or production failure record was performed since no source device serial number was reported by the customer. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted.

Event description:
The customer reported that they have had to replace batteries on their alaris (m2) devices within the 1st year of installation. There was no harm.